Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric bypass procedure, eight sutures were breaking. There was no patient involvement.